Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, at the time of maintenance, a 980 ventilator experienced "reboot" frequently. Reportedly, this was after replacing the light emitting diode (led) graphical user interface (gui) field replaceable unit (fru). The ventilator was not in use on a patient at the time of the reported event. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.